Event description:
During the surgical procedure, the arm of the aesop system progressively lowered until it came to rest on the pt's rib cage. The endoscope was not inserted when the event occured. No serious injury or adverse outcome was reported.